Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-apr-04. It was reported that the implantable neurostimulator (ins) depleting and the zapping only happened two times since the battery was implanted on (B)(6)2018. The patient was scheduled for an appointment with their doctor on (B)(6)2018 to resolve the issues. Follow-up has been conducted to obtain this information there were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported that since implant on (B)(6) 2018 the ins goes dead within a couple days and she has to recharge again. During the call, the patient reviewed the recharger screen and state she has 8 coupling boxes and the ins is halfway charged. The patient states the charge goes to empty in a couple days. The patient charges the ins to 100% full. The patient further reported that on (B)(6) 2018 she felt a zap from her heart to her arm pit when getting out of the car. The patient was redirected to their healthcare provider to consider having the ins and the leads checked. The patient has an appointment with their implanting physician scheduled for (B)(6) 2018. No further complications were reported/anticipated.